Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: broken tip. Probable root cause: poor autoclave reliability, shear pin failure in handle, use error. The device manufacture date is not known.

Event description:
It was reported that the tip broke during a procedure. The tip was retrieved successfully.